Event description:
While staff was transferring a pt from floor with a maxi 500 floor lift, they noticed that the device was tilting forward and rear casters were off the ground. Someone stood on the back of the floor lift, on the base, while a mattress was slid under the pt, and the pt was lowered on it. No fall occurred, no injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the MFR bhm medical, inc. (B)(4). The MFR is waiting for the return of the device to perform further analysis. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. The info contained in this report is based upon the info provided to the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.